Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, database and similar incident query for this product was not performed since the part and lot numbers were not reported. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach or separate. A conclusive cause for the reported patient effect (death), and the relationship to the product, if any, cannot be determined. However, based on the information, the reported death is not related to the device or the procedure. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire became kinked against the anatomy and/or other devices used. Manipulation of the guide wire during the procedure and CPR likely resulted in the tip separation. Additionally, the reported treatment appears to be related to the operational context of the procedure as the separated tip was removed as the patient's chest was already open in ECMO. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: date of death was updated.

Event description:
Subsequent to the initially filed report, the following information was received: the patient expired on (B)(6) 2019. In the physician's opinion, the guide wire did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On 11/25/2019, it was reported that a portion of a balance middleweight universal guide wire separated inside the patient anatomy. No treatment was reported. There was no reported clinically significant delay in the procedure. On 11/28/2019, additional information was received: it was reported that during an emergency procedure on (B)(6) 2019, the patient collapsed due to a right ventricle perforation. CPR was performed and an attempt to connect the patient to an extracorporeal membrane oxygenation (ECMO) device was made. A sheath exchange was required, so an unspecified balance middleweight (bmw) universal guide wire was used. The guide wire was removed with no noted issues, and CPR was performed at that time as well. Since there were other wires present in the patient anatomy, a separated tip from the bmw guide wire was not noted until three days later, but the separated tip was easily removed as the patient's chest was already open in ECMO. The patient expired after 15 days on ECMO. There was no reported clinically significant delay in the procedure. No additional information was provided.